Event description:
This is an olympus loaner device that was sent in for repair for having an issue with the down angulation upon device return inspection. There is no patient involvement and no harm reported to any patient or health care persons. Upon evaluation, it was observed that the light guide (lg) lens adhesive is peeled, creating a gap through which stain or dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of the lg lens adhesive being peeled as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the light guide (lg) lens adhesive is peeled, creating a gap through which stain or dirt can enter the inside of the lens. Other observations for the device: due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; due to damage on charge couple device (ccd) image is foggy and has shadows; forceps channel port is shave; scope plate (s-plate) is detached; distal end rubber coating (a-rubber) adhesive has a chip; and suction connector, protector of universal cord, universal cord, insertion tube non-bending section protector (ig protector), distal end cover (c-cover), scope cover, forceps elevator knob, up/down knob, control unit, grip have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.